Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had an increased recharge burden. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.